Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site was having issues with the imaging system. The site became 2-3 mm superiorly inaccurate when placing hardware. Navigation was not aborted. The screws were checked on post op imaging scan and were acceptable per the health care professional. The navigation task was software related and there was no delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
Additional information was added to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Updated from the site stating that the system has worked as intended. No issues since the issue was called in.